Event description:
Customer reported to have gotten shocked from insulin pump. Customer received a heart and lung test and awaiting pulmonary test. Customer's organs were not hurt. Customer reported that buttons were very difficult to press. Customer also reported that replaced insulin pump was heavier than previous insulin pump. Customer's blood glucose was 122 mg/dl. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
All buttons were functioning properly. No damage noted on the keypad assembly. Unit received with minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.